Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported she has experienced blood glucose in the 450-500 mg/dl range for the past 4 days. Her normal blood glucose is 120-140 mg/dl. She changed the cartridge, battery, and infusion set but was unable to lower her blood glucose. She reported the infusion device did not provide an alert or error message. She switched to her backup infusion device 2 days ago at the advice of her diabetologist, and her blood glucose returned to normal. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.